Manufacturer narrative:
This report is being filed to provide in the run data file (rdf) was analyzed for this event.the trima accel system hassoftware algorithms that use signals from the rbc detector to determine if wbcs may be escapingthe lrs chamber, potentially contaminating the platelet product. The notification to count theplatelet product for wbcs was generated because during this procedure these algorithms actedappropriately and detected that wbcs were escaping the lrs chamber. Run data file analysis didnot show a conclusive root cause for this flagged leukoreduction failure. Experience has shownthat this type of failure may be donor related.investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in e.1 and e.3.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: further evaluation of this event has determined that the device did not causeor contribute to a death or serious injury, nor is there a likely potential for death or serious injuryassociated with this event based on additional investigational information. Signals in the run datafile (rdf) indicated that the trima device operated as intended by flagging the procedure toverify wbcs.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.the trima accel system has software algorithms that use signals from the rbc detector todetermine if wbcs may be escaping the lrs chamber, potentially contaminating the plateletproduct. The notification to count the platelet product for wbcs was generated because duringthis procedure these algorithms acted appropriately and detected that wbcs were escaping thelrs chamber. Run data file analysis did not show a conclusive root cause for this flaggedleukoreduction failure. Experience has shown that this type of failure may be donor related.

Event description:
The exact wbc count was not provided by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time. The platelet collection set is not available for return because it was discarded by the customer.